Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. The crimped stent of the device was visually and microscopically examined and damage to the distal end of the stent was noted. The distal end of the stent was damaged and stretched over the distal marker band. The undamaged proximal crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. No issues were noted on the balloon. The tip was visually and microscopically examined and damage was noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered.   The target lesion was located in the moderately calcified right coronary artery. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.